Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the root cause of the phenomenon from the information obtained for this investigation. The instruction manual was reviewed, and described cautions related to the phenomena were found, as below: instructions ultrasonic gastrovideoscope olympus gf type ue160-al5 important information ¿ please read before use do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the probe cover has tears on the pink rubber; the core was exposed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic gastrovideoscope tip where the ultrasound part is, the pink band appears to have been scratched, a part is missing. The issue occurred during preparation for use for an unknown diagnostic procedure. A second scope was used to proceed with the procedure. There were no reports of patient harm.